Manufacturer narrative:
Tiger aesthetics medical complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical was unable to perform an evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b3, b5, b6 h3 other text : device discarded

Event description:
Right-side MRI indicated rupture.